Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no response was received by the health-care provider. The patient also had another device implanted; however, it was determined to be not reportable, as it is not commercially available in the united states. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 1.9 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.